Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that one and a half months post implant of this bioprosthetic aortic valve, the patient complained of persistent, daily low-grade fevers. A transesophageal echocardiogram (tee) revealed possible aortic valve vegetation, but other tests were unrevealing for the cause of this persistent, low-grade fever. The patient¿s symptoms briefly improved. Approximately 3 months post-implant, the patient presented with shaking chills, rigors, and hypotension consistent with sepsis. A transthoracic echocardiogram (tte) revealed a well seated aortic valve bioprosthesis with likely vegetation and no aortic regurgitation, and an electrocardiogram (ECG/EKG) revealed sinus rhythm with new complete heart block and possible inferior myocardial infarction of indeterminate age. The following day, a transesophageal echocardiogram (tee) revealed a large para-aortic collection, concerning for an aortic root abscess with small bioprosthetic aortic valve vegetation and small paravalvular leak, with mild to moderate mitral regurgitation. The patient met systemic inflammatory response syndrome (sirs) criteria with the aortic valve vegetation and abscess as the suspected source. The patient was started on intravenous (IV) antibiotics. Blood and urine cultures for bacterial infection showed no growth to date; fungal markers were negative. The next day, the ECG showed a prolonged pr interval with new right bundle branch block, concerning for abscess expansion along the purkinje fibers. Patient had a temporary pacing wire placed and was transferred to the cardiac care unit (ccu). The antibiotic course was continued. The patient presented sudden onset dyspnea and hypoxia and the patient was intubated, sedated, and started on pressors. The ECG showed atrial fibrillation and complete heart block; the patient's medications were adjusted accordingly. A bedside tee demonstrated expansion of his abscess along his aortic graft with possible dehiscence and fistulization. The patient presented with elevated creatinine in setting of sepsis, indicative of acute kidney injury, which improved with IV fluid rehydration consistent with pre-renal etiology. Re-intervention was performed to debride the aortic annulus and left ventricular outflow tract, a redo bentall procedure with a 25 mm aortic root bioprosthetic, placement of a right ventricular assist device/extracorporeal membrane oxygenator (ECMO), and repair of pulmonary artery tear. Following re-intervention, the patient¿s cardiogenic shock progressed; he developed multi-organ system failure and his prognosis for recovery was extremely poor. On the second day post re-intervention, the patient¿s care was withdrawn the patient expired almost immediately from cardiac arrest. No autopsy was performed.

Manufacturer narrative:
Conclusion: the sterilization process used by medtronic has an anti-microbial kill on microbial flora, and has demonstrated the ability to inactivate the biological indicator which is representative bio burden for the microbial flora found in our manufacturing controlled environment. Therefore, it was unlikely that the organism originally came from the device and/or manufacturing valve process. Cardiac dysrhythmias (i.e. Atrial fibrillation, bundle branch block, or heart block) are known potential adverse events per instructions for use (IFU). With the limited received information, a root cause of the mitral regurgitation, paravalvular leak (pvl), and dehiscence were unable to be determined. However, they could be due to the endocarditis and/or the complex patient medical history.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).